Event description:
We received an allegation about discrepant results for 1 patient sample tested with lipase assay on a cobas c 303 analytical unit. Initial result: 131 u/l. The customer questioned the initial result and repeated the sample. Repeat result: 31 u/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The lipase reagent lot number and expiration date were not provided. The qc was acceptable. The field service engineer (fse) evaluated the main water pressure, gear pump adjustments, and the mixer, and they were all within specifications. He found physical degradation of the pipetting needles and insufficient fluidic rinsing, leading to contamination. The fse replaced both the sample and reagent needles, performed a complete mechanical alignment, and increased the fluid volume at the reagent needle wash station by adjusting the flow setting to ensure robust decontamination between cycles. Functional check and qc were performed, and they were within specifications. The instrument was performing within specifications. The service actions performed by the fse resolved the issue. The cause of the event was due to physical degradation of the pipetting needles and insufficient fluidic rinsing, leading to contamination.